Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The customer confirmed reprocessing the device according to the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material/corrosion was not removed by proper reprocessing due to the device being damaged. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection - inspection of the endoscope - inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to foreign material on distal end, service found the air/water cylinder was discolored, the suction cylinder was discolored, the grip was scratched, the scope connector cover was scratched, there was a leakage due to a scratch on the distal end, there was a leakage from the forceps elevator, the forceps was misaligned on the upper half of the endoscopic image due to frayed forceps elevator wire, the connecting tube was scratched, the adhesive around the objective lens was discolored, the area around the l-arm was corroded, and the universal cord was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, it was observed the distal end was corroded. This report is being submitted for the reportable malfunction of the foreign material on distal end. There was no patient or user injury reported.